Event description:
It was reported that 6 days after the implantation no capture was noted for the lead. The patient was hospitalized and the pacemaker output was increased.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The device data documented varying ventricular thresholds and an automatic deactivation of the capture control algorithm on (B)(6) 2020 as a result of exceeding the predefined maximum of non-capture detections within 24 hours. The root cause for the threshold fluctuation could not be determined with certainty. Please note that in case of deactivation of the capture control algorithm the pacemaker will - by design and based on the last successful measured pacing threshold - set the pacing output to either the capture control start amplitude or start amplitude plus safety margin to get the best balance between effective pacing and current consumption. In this case the last successful measured threshold was 0.5v, which led to a pacing amplitude adjustment to 3.0v after capture control deactivation. This does not represent a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on all data available for analysis, no pacemaker malfunction was noted. Should additional relevant information become available, the investigation will be updated.